Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR report: 1627487 -2016-05951. Follow up information identified the patient underwent surgical intervention where the leads were replaced with new ones. Therapy has resumed and the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
(B)(4). It was reported the patient is not receiving effective stimulation. Lead diagnostics showed high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.